Manufacturer narrative:
Product complaint number (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep that the white distill tip of the customer's vapr electrode was loose and hanging from the device during a rotator cuff repair. No parts of the device fell off into the patient. The case was completed with another like device. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Device seems to be in used condition. Saline residue was visible in the suction tube but the tube and the wire was cut. The ceramic around the face plate was broken, the face plate was secured in place as inspected. The reported failure of broken electrode tip is confirmed. The function test was not possible because of the broken tip. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).